Event description:
It was reported that the patient underwent a surgical procedure involving this tactra penile prosthesis for unspecified reasons. The device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code.

Event description:
It was reported that the patient underwent a surgical procedure involving this tactra penile prosthesis for unspecified reasons. The device was removed and replaced. There were no patient complications reported.